Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had discomfort with regard to the position of the ipg. The patient underwent a revision procedure wherein ipg was moved. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient had discomfort with regard to the position of the ipg. The patient underwent a revision procedure wherein ipg was moved. No device malfunction was suspected. The patient was reportedly doing well postoperatively.